Event description:
This complaint is from an academic conference, the 15th annual meeting of the society of interventional cardiology in another country. The product involved was a cypher stent. A stent fracture and restenosis were documented. No additional info is available at this time.

Manufacturer narrative:
This device (lot unk) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.